Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0098 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported that washed PICC before starting the catheter insertion procedure, after introducing all the PICC and removing the introducer, a new PICC wash was performed, micro holes were observed. Procedure performed with correct techniques, using anatomical dissection forceps without tooth. Leakage was observed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr per-q-cath and one 10 ml slip-fit syringe were returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. Some tensile weakness was observed in the catheter from between the 0 cm and 1 cm depth makers to within the strain relief. The sample was flushed with a 12 ml syringe of water, and the catheter was found to be occluded, likely due to dried residue within the catheter. Multiple small leaks and one spraying leak were observed around the 0 cm depth marker. A microscopic observation revealed a very small, jagged split in the catheter. The edges of the split were observed to be rough, and when the catheter was stretched, the edges of the split were observed to flare outward. Additional damage was observed just distal to this split and this damage appeared to be two very small diagonal splits adjacent and nearly parallel to each other. The catheter was dissected, and a small amount of additional damage was observed on the inner walls of the catheter. The location and number of splits observed in the catheter as well as the additional damage observed within the catheter suggest the catheter was damaged by the internal stiffening stylet during use, possibly due to the catheter bunching up during removal of the stylet. The product IFU states: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rect0098 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported that washed PICC before starting the catheter insertion procedure, after introducing all the PICC and removing the introducer, a new PICC wash was performed, micro holes were observed. Procedure performed with correct techniques, using anatomical dissection forceps without tooth. Leakage was observed.